Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the transfer set and disconnection cap. This occurred during drain two of five of peritoneal dialysis therapy. The cap fell off the transfer set. The technical service representative assisted with ending therapy and advised to restart using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient put a minicap on the transfer set, but the minicap fell off of the transfer set because they did not properly secure it. (B)(4). This is a report connection issue caused by use error, where the patient did not did not secure the connection between the minicap and transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to tighten the minicap until it is fully secured when disconnecting from the homechoice setup. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.